Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the main coil was seen to be detached. The main coil was returned partially stuck in the introducer sheath. The main coil was seen to be stretched and the suture damaged. Functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was not set up and maintained throughout the clinical procedure. The main coil got stretched while retracting back into the micro catheter. During analysis, the main coil was returned partially in the introducer sheath and separated from the delivery wire. An assignable cause of procedural factors will be assigned reported event of the main coil stretched as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the analyzed damage of the main coil prematurely detached/separated during use, main coil stretched and main coil suture damage as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) was found prematurely detached during the procedure. The procedure was completed successfully and there were no clinical consequences were reported to the patient due to this event.